Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the ars (syringe) leaking during usage on the patient.

Event description:
The customer reports that the doctor found the ars (syringe) leaking during usage on the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the doctor found the ars (syringe) leaking during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned various components including an arrow-raulerson syringe (ars) for evaluation. Initial visual inspection did not reveal any defects or anomalies. After the sample failed functional inspection, the ars handle was cross-sectioned. The ars valve mechanism contains two bi-lateral valves and a spacer. The returned ars only contained one valve. The distal valve and spacer were not present in the assembly. Visual examination of the proximal valve did not reveal any defects or anomalies. The returned ars was used to aspirate and purge water. Significant leakage and air was detected while aspirating and purging. A device history record review was performed with no relevant findings. The customer report of an ars leak was confirmed by complaint investigation of the returned sample. The ars was missing one bi-lateral valve and spacer which likely caused the leak. A device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.